Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the cannula and tubing. The occlusions stopped after the cartridge was changed. The customer's blood glucose level was 225 mg/dl. As the supplies to the pump had been changed prior to contacting tandem technical support, it could not be confirmed if the cause of the occlusion was the cartridge.